Event description:
It was reported that the patient received inappropriate shocks. Insulation damage and possible lead fracture were observed during explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Customer reportedly rec'd blood glucose results of 189 mg/dl and 92 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The reported sensing anomaly was confirmed. Analysis found all filars of the proximal coil fractured at 2.2cm from the connector pin, which could cause the reported sensing anomaly. The damage found is consistent with bending fatigue.